Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds leaking. Additional malfunctions were the o-ring leaking, the pilot valve leaking, the shroud case being broken, the label on the shroud missing, the filter of the shroud being ripped, the soundbox filter being dirty, and the hose clamps on the sieve beds being defective.